Event description:
It was reported that this brady lead showed dislodgement and a high threshold. The lead dislodgement was confirmed through an x-ray. This brady lead was explanted and a new lead of the same model was successfully implanted. The lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was conducted. Testing was performed to assess the lead electrical performance and the integrity of its inner insulation. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The analysis or field report indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this brady lead showed dislodgement and a high threshold. The lead dislodgement was confirmed through an x-ray. This brady lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.